Event description:
Senseonics was made aware of an incident where went to emergency room and diagnosed with high blood pressure. The event happened on 5-feb-2025 during the morning. At the time of the call, the user was feeling good.the event was not related to diabetes or glucose measurements.per dms, user is not currently using their system.

Manufacturer narrative:
The went to emergency room and diagnosed with high blood pressure. The event happened on 5-feb-2025 during the morning. At the time of the call, the user was feeling good.the event was not related to diabetes or glucose measurements.per dms, user is not currently using their system.